Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one week following the implant of this transcatheter bioprosthetic valve, after the valve had moved ventricular upon release resulting in moderate-severe paravalvular leak (pvl), hemodynamics deteriorated. An attempt was made to snare the valve into a more favorable position, but the valve dislodged into the ascending aorta. The snare remained attached to the paddle of the valve and a second transcatheter bioprosthetic valve was successfully implanted. The first valve was pulled back into the ascending aorta to an area that it was stabilized. No adverse patient effects were reported.